Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2019-00220, 3005334138-2019-00629, 2030404-2019-00111. During a procedure, the diagnostic catheters and their respective signals displayed as expected on the ensite system. When the ablation catheter was connected, the cool point pump functioned as expected and the calibration of the contact force measurement was conducted successfully. When the ablation catheter was inserted into the patient, the distal electrode and m3 were not recognized and was distorted on ensite. The connections were checked and validated, ensuring proper connection. The catheter was exchanged for another tacticath se and the same issue occurred. It was also not possible to perform the calibration of the contact force for the catheter. A pressure error was also noted on the cool point pump. Another mapping system was used to complete the procedure and there were no adverse consequences to the patient. There was approximately a 45 minute delay in the procedure which was clinically significant.

Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled was received for investigation. Electrodes 1-4 and the magnetic sensor met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remains unknown.